Event description:
Clinical study. Same case as 600089-2006-01290,01291,01292,01357. Same patient as MDR #6000089-2006-00827, 00831, and 00833. It was reported that 1 day after a coronary drug eluting stenting treatment procedure, a myocardial infarction (mi) occurred; 746 days after the initial procedure the patient required a target vessel reintervention (tvr).the patient was admitted 7 days before the index procedure for unstable angina and stayed in hospital for 5 days. The interventionalist felt the patient was a poor candidate for stenting or coronary artery bypass graft (CABG) and a decision was made to treat the patient medically. Two (2) days after the discharge, patient was re-admitted with recurrent chest pain. Given the previously demonstrated disease and now failure of medical therapy, it was decided to send the patient for angioplasty and stenting treatment. Lesion 1 was a 2.5mm, 90% stenosed, 42mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with ivus and direct placement of two taxus express2 8.8% 2.50x24mm drug eluting stents with a 2mm overlap. Residual stenosis was 0% following post-dilation. Lesion 2 was a 3.0mm, 90%,15mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with ivus and direct placement of a taxus express2 8.8% 3.00x20mm drug eluting stent overlapping the previously placed 2.50x24mm stents by 2mm. Residual stenosis was 0% following post-dilation. Lesion 3 was a 2.5mm, 90% stenosed, 10mm long, ostial portion of the 1st diagonal (1st dx) branch. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x12mm drug eluting stent overlapping the previously placed 3.00x20mm stent by 1mm. Residual stenosis was 0% following post-dilation. Lesion 4 was a 4.0mm, 75% stenosed, 20mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with ivus and direct placement of a taxus express2 8.8% 3.50x28mm drug eluting stent. Residual stenosis was 0% following post-dilation. One day after the initial procedure, the patient experienced a non q-wave mi, which was related to angioplasty and stenting procedures, and confirmed on basis of cardiac enzymes drawn. No action was taken to resolve this event. The patient also developed some mild chest pain, for which imdur therapy was re-initiated. The event was resolved 1 day after the mi and the patient was discharged on plavix and aspirin. Five hundred twenty one (521) days after initial procedure the patient required a tvr of the target lesion. This event was reported in a previous MDR. The patient was admitted that day for cardiac catheterization to evaluate symptoms of recurrent angina. Per the catheterization report, the patient originally presented as an outpatient with symptoms of progressive exertional angina, at which time a cardiolite stress test revealed reversible inferior ischemia. Coronary angiography performed that day revealed: 85% proximal stenosis in lad just before the taxus stents; diffuse 70% in-stent re-stenosis of the previously placed mid lad stent, followed by a second area of 80-85% in stent re-stenosis; mild in-stent re-stenosis of the previously placed 1st dx stent; rca widely patent; 90% ostial stenosis of right posterior descending artery (r-pda); 50% stenosis 1st right posterolateral (1st rpl) branch; no mention of the previously placed mid rca stent. The patient was treated with stenting of the proximal lad, mid lad and distal rca into the r-pda, and angioplasty of the distal rca into the 1st rpl. Mid lad was treated with pre-dilation and placement of a 3.0x33mm cypher stent within the previously stented segment, covering both lesions in the mid lad. Residual stenosis was 0%. Proximal lad was treated with pre-dilation and placement of a 3.0x12mm cypher stent. Residual stenosis was 0%. Rca was treated with pre-dilation and placement of a 2.5x12mm taxus stent from the distal rca into the r-pda. Post-dilatation was performed from the distal rca into the r-pda. Residual stenosis was 0%. Distal rca into the rpl was treated with angioplasty. Residual stenosis was 20% in the rpl. In the opinion of the physician the relationship of the tvr to the taxus stents is probable. The patient was discharged one day later on asa and plavix. Seven hundred forty six (746) days after the initial procedure, the patient required another tvr of the lad. The patient presented with complaints of increasing fatigue, weakness, and chest discomfort similar to her previous angina. Patient also had hypotension. The patient was urgently admitted to the hospital where mi was ruled out. The patient underwent cardiac catheterization to evaluate symptoms of recurrent chest pain. Coronary angiography revealed: 50% proximal stenosis in lad; 70% focal in-stent re-stenosis of the previously placed mid lad stent; area of 90-95% in stent re-stenosis of the previously placed distal lad stent; it was noted that these were areas that had both taxus and cypher stents previously placed; less than 50% stenosis in rca; no mention of previously placed rca stents. The patient was treated with angioplasty and stenting of the lad. Mid lad was treated with pre-dilation and placement of a 3.0x20mm taxus express2 stent. Residual stenosis was 0%. Prox lad was treated with pre-dilation and placement of a 3.0x12mm taxus express2 stent which overlapped the stent in the mid lad. Residual stenosis was 0%. The patient experienced post-procedure chest discomfort without associated ECG changes. The patient was noted to have a "mild bump" in her enzymes drawn the next day. Ck value was 190 and ck-mb value was 18. No mi was reported. In the opinion of the physician, the relationship of the tvr to the taxus stents is probable. The patient was pain-free and was discharged the next day on asa and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.